Event description:
It was reported the patient's blood glucose level (bg) read "high" (>27.8 mmol/l,>500 mg/dl). The patient was vomiting while wearing the pod for between 24 and 36 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied and a correction bolus was delivered with an insulin pen. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.